Event description:
It was reported that this right ventricular (rv) lead and left ventricular (lv) lead had micro dislodgements several months after implant, leading to increased pacing thresholds. The patient is suspected of twiddlers syndrome. These leads were successfully replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of noted cuts on the suture sleeve, a likely finding with explant damage. The terminal pin assembly, lead body, and electrode tip found no further anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead and left ventricular (lv) lead had micro dislodgements several months after implant, leading to increased pacing thresholds. The patient is suspected of twiddlers syndrome. These leads were successfully replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.